Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told by their clinic that one of their leads may be off. The lead remains in use. No patient complications have been reported as a result of this event.